Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate blood collection tube there was clotting/micro clots/fibrin clots and discolored/abnormal additive form. The following information was provided by the initial reporter. The customer stated: "additives in tubes were clotted leading to coagulation blood after collection into tubes."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate blood collection tube there was clotting/micro clots/fibrin clots and discolored/abnormal additive form. The following information was provided by the initial reporter. The customer stated: "additives in tubes were clotted leading to coagulation blood after collection into tubes."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for additive abnormality and clotting was not observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to additive abnormality and clotting were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure (clotting) because the defect was not evident in the testing of the complaint lot samples. The parameters for retain and control samples tested, demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode additive abnormality and clotting. Bd was not able to identify a root cause for the indicated failure mode.